Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to remove the pump from its case, clean the pneumatic tap area using an alcohol wipe or lint-free cloth, and reload the cartridge. The issue was resolved after the caller successfully loaded a cartridge onto the pump and resumed insulin delivery.